Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic prostatectomy procedure, the active metallic tip of the device was broken and fell in the abdomen; without being able to collect it. The disposable was replaced and the procedure continued. The metallic tip of harmonic disposable is still in the abdomen. One device was discarded. Surgery was prolonged thirty minutes.